Event description:
It was reported that the vns pt was referred to a surgeon for battery replacement due to end of service. Clinic notes were received which revealed that the pt was seen by the neurologist on (B) (6) 2010 for a follow up appointment where the pt reported that she had a seizure the previous day which triggered a migraine head ache, and she is now very tired. The clinic notes indicate that the vns device is at end of service, however, the eri flag was not documented in the notes. The notes also indicate that there was an increase in the AED medication. Additional info was received from the surgeons office that the pt was in the ER on (B) (6) 2010 with seizures and was going to be seen for a surgical consult the following day for generator replacement. No diagnostic test results are available to confirm proper device function. Programming history was provided in the clinic notes, and a battery life calculation was performed which supported the need of service condition of the generator documented in the clinic notes. The pt subsequently had surgery where the generator was replaced. Further follow up with the explanting facility revealed that the explanted device was discarded following explantation and the device is therefore not available to be returned to MFR for analysis. Good faith attempts to obtain additional info from the treating physician are underway.